Manufacturer narrative:
The received device had the cannula assembly fully deployed. A kink was identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. A tear was observed in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from this tear. The exact timing and cause of the torn and kinked exposed portion of the soft cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip), the pod's cannula was found bent. As treatment a new pod was applied